Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to reproduced, however the main electronics pcba (printed circuit board assembly) has been isolated as the contributing factor and will be further analyzed.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and was not able to duplicate customer's reported problem. However, log file shows that the user interface controller (epc) has suddenly restarted by itself on during running ventilation. This has then triggered the "ui failsafe" where the software displays a screen with the message "bellavista detected a user interface issue" and the request to decommission the vent and contact tech support. It is visible that the system has worked as designed in such a case: the independent ventilation controller (cfb) has started logging when the connection to the user interface controller (epc) got disconnected. Cfb logs shows that the ventilation continued with the last applied settings and the red alarm lights, the buzzer alarm sound as well as the nurse call got activated. It is visible that the machine had been force-shutdown. The issue was fully resolved after a restart of the ventilator. However, the mainboard of this machine should be exchanged preventively. Ran performance check, unit passed all test and runs according to OEM specs. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us shutdown while on a patient and stopped ventilating. The patient was transferred to another ventilator and the customer confirmed that there was no patient harm associated with the reported event.